Event description:
The customer reported via phone call that they were hospitalized for almost three months. The customer stated their hospitalization was diabetes related. The customer declined to provide further information about the hospitalization. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.